Manufacturer narrative:
(B)(4). Additional data / failure investigation: field service technician investigation found no problems with the device. It was operating normally.

Event description:
Customer reports observing a spark in the back of the pyxis anesthesia system with back panel removed.